Event description:
Hub became unattached. A new catheter was placed. No harm to patient reported.

Manufacturer narrative:
Expiration - unknown as lot is unknown. Hub separation is not labeled. No product was returned to assist in this investigation. Inspection by quality control firmly tugs on fitting while holding catheter tubing and visually examines the product. A change was implemented to add a new flare iron tip with stop to minimize flare size variation in the 8.5 fr and 10.2 manufacturing process. Additionally, a change implemented torque drivers for both the 8.5 fr and 10.2 fr assemblies. A change was made added an injection molded version of this product (-imh suffix) available for manufacturing. Appropriate design control activities have been completed. The root cause of the separation is unknown. Unfortunately, no product was returned to assist with the investigation and no lot number was provided, thus the date of manufacture cannot be determined. It is possible that the catheter was exposed to forces above what would be expected under typical circumstances. Additionally, recent tensile testing of similar devices demonstrated that the catheters met all force at break requirements as specified in (B)(4). Although not an output of this investigation, an engineering project was initiated to change the manufacturing process (B)(4). Project completion was august 2010. Additionally, torque drivers were implemented for the 8.5 fr and 10.2 fr catheters in august as well. We will continue to monitor for similar complaints. Appropriate personnel have been notified. Per quality engineering risk analysis (qera), the risk is insufficient to warrant corrective action at this time. However, in an effort to continually improve our products, the above referenced activities were recently completed.